Event description:
The tech alleged that the brake steer caster would not unlock from brake mode. No injury reported.

Manufacturer narrative:
The tech replaced the brake steer caster to resolve the issue.